Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of the reported events was due to external insulation abrasion which is consistent with friction to the device can. The reported events of insulation damage and oversensing were confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed on the atrial lead. During a revision procedure, insulation damage was visually observed on the lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2020-13338.